Event description:
Philips received a complaint on the 866199, efficia dfm100 defibrillator monitor indicating that the test load (energy measurer analyzer) is missing. The event was outside of use and there was no reported patient nor user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device had problems with test load. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.